Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due high blood glucose of 500 mg/dl. It was stated that the customer was experiencing vomiting and ketones. The caller stated that the parents did not bring the insulin pump, but the mother stated that the battery cap was not connecting to the battery as it should. The caller stated that the parents will be informed to contact the helpline for further troubleshooting. Advised that the battery cap will be sent. No further info was provided.